Event description:
Reporter alleged obtaining the results of 49 mg/dl, 64 mg/dl and 99 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he ate breakfast after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.